Event description:
It was reported that the device had motor stall error code. Customer has requested investigation of this device. There was no patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device alarming motor stall error was a 242.4030 error code (motor stall, fatal severity) and was confirmed during laboratory testing and through a review of the device logs. ¿ the functional testing was performed and replicated the error event. Using known good parts and a dchu lab test pcu, test results found that the suspect pump module motor control board was faulty. After reassembly infusion testing could no longer replicate the issue with the known good motor controller board, and no other faults were found within the suspect device. ¿ the review of the pump module error log showed that the device presented nine (9) 242.4030 error codes (motor stall, fatal severity) between 27dec2024 and 05jan2025. ¿ the external and internal inspection did not find any obvious issues present that may have been a contributing factor for the reported issue. ¿ the bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. ¿ the alaris user manual (v12.1) states not to use a device with any damage. Send it to biomedical engineering for repair. ¿ the device had no patient involvement (npi). ¿ the device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: note to repair center: the motor control board was found to be faulty, please replace the motor control board. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings, third-party parts or physically abused components. Root cause: the probable cause of the motor stall error was identified caused by a faulty motor control board. The root cause for the faulty motor control board was not identified during the investigation. Note that this report lists imdrf annex codes (B)(4), (B)(4), (B)(4), c02, d15, (B)(4)and (B)(4) not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had motor stall error code. Customer has requested investigation of this device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.